Manufacturer narrative:
(B)(4).

Event description:
It was reported that a start new sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a start new sensor message is reportable based on the finding of an early sensor expiration. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. No injury or medical intervention was reported.